Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's lcd backlight did not light and the contents of the lcd were not viewable. The device¿s lcd display was replaced to address the issue.